Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent "u" approach sling procedure in 2007. There were no complications noted during the procedure. Postoperatively, the pt suffered massive bleeding in the retropubic space. The bleeding was caused by laceration of vessel(s). This was treated with abdominal revision, transfusion of two blood units, and the complete removal of the sling device.